Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6)2015 was 574 mg/dl with diabetic ketoacidosis, large ketone levels, vomiting and nausea. The reported noted the patient was hospitalized and treated with insulin via injection. It was reported the patient discontinued pump use and the pump¿s settings were not recently changed. It was reported the battery compartment was cracked, the battery cap was undamaged and was unable to secure properly to the pump, and the pump experienced a power loss. This complaint is being reported because the alleged serious health event was attributed to a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.